Manufacturer narrative:
The female pt with a history of hypertension underwent the implantation of cypher stents to both the right coronary (rca) and left anterior descending (lad) arteries. Approximately 8 months post-implant, routine follow up angiogram revealed a stent fracture in the mid portion of the 3.5 x 33mm stent in the lad with minimal restenosis at the gap between the fractured segments. The pt had been asymptomatic. Additional intervention was not required. Indication for the initial evaluation was effort angina and a positive exercise test. Angiogram revealed a sub-total occlusion of the rca and multiple stenotic lesion s in the mid portion of the lad. The rca was predilated and a 3.0x 25mm cypher stent was deployed. Then the lad was predilated and the 3.5 x 33mm cypher stent was deployed at 14 atms. Final angiogram showed well deployed stents with no residual stenosis. The author suggests that stent length and tortuousness of the lad may have contributed to the stent fracture. The degree of restenosis after stent fracture may be related with the timing of the fracture and its affect (if any) on the release of the therapeutic compound. The product remains implanted in the pt thus not available for evaluation. Additionally, as the sterile lot number was not available, a device history record review could not be performed. Conclusion: the contributing factors to the stent fracture are the lesion characteristics and procedural factors relating to the treatment of long (>30mm), tortuous lesions. The safety and effectiveness of placing a cypher stent into complex lesions has not been proven. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.

Event description:
The following report was published under the medical journal article entitled: "delayed strut fracture of sirolimus-eluting stent: a significant problem or an occasional observation?" Eight month follow-up angiography results confirmed stent fracture and minimal restenosis which was left untreated.